Event description:
It was reported that the balancer was functional during balancing with extended position of knee(20lbs). When the surgeon used the balancer during balancing with flexion position of knee(20lbs), the rachet of the balancer was not functional. The rachet could not be fixed. The ratchet could be fixed when 40 lbs was added in flexion position of knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device could not be obtained and was not returned to the manufacturer. Additional information was requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.